Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during a tka surgery, it was noticed that a box of a genesis ii non-porous tibial baseplate size 5 right contained an genesis ii non-porous tibial baseplate size 4 left. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Additional information added: h8, h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the associated device was returned and evaluated. A visual inspection of the returned device shows the sizing on the label on the outside of the box does not match the sizing on the packaging of the device. This confirmed the complaint. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do have reasons to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file document revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review concluded that there are no prior escalated actions related to this part number and failure mode. The contribution of the devices to the reported event could be corroborated as the device inside the packaging was incorrect. Some potential probable causes for this event could include but not limited to manufacturing process error during processing. Based on this investigation, corrective action has been initiated. An update to the rework, re-package procedure will take place as a corrective action to prevent the chance of mixing product in the future. Additionally, actions related to re-training personnel are being taken. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed. Corrected data: d9, h3.

Manufacturer narrative:
H7: if remedial action initiated, check type, h9: if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number. H3,h6: the associated device was returned and evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. However, a visual inspection of the returned device shows the sizing on the label on the outside of the box does not match the sizing on the packaging of the device. The quality engineering team evaluated the event, and confirmed that while the inner tray label matched the device, it did not align with the outer box label or chart stickers. It was determined the root cause of this event was a manufacturing process error, leading to corrective actions including clarification of rework process procedures, an update to packaging inspection protocols requiring 100% inspection, reinforcement of line clearance in rework instructions, and operator retraining to prevent future mix-ups. At this time, we do have reason to suspect that the product failed to meet product specifications at the time of manufacture. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.